Event description:
***Additional information received from legal on 28-dec-2023*** legal case ¿ USA. Patient ID: (B)(6) lk rev 1. Related (B)(6) lk rev 2. Implant date: (B)(6) 2010, dr. (B)(6), op report attached. Explant date: (B)(6) 2011, dr. (B)(6), op report attached. No device return anticipated due to this being a legal case. Unable to locate surgeon/patient in ebi. Serial numbers provided. ***original description summary*** legal case - mdl no. 3044. Patient ID: (B)(6) lk rev1. Refer to (B)(6) lk rev2. **20 dec 2023, v simms, rn-the patient has filed a complaint in a multidistrict litigation titled in re: exactech polyethylene orthopedic products liability litigation, mdl no. 3044, and pending in the eastern district of new york. Per the transfer order creating this multidistrict litigation, ¿plaintiffs¿allege that their knee or hip replacement devices¿failed prematurely because of degradation of the device¿s polyethylene component, which resulted in the premature removal (or planned removal) of the prosthesis at issue.¿ because the patient has filed a suit in this multidistrict litigation, the patient appears to allege that the patient was injured as a result of premature wear of an exactech polyethylene device. **as reported via legal documentation, a patient had left knee replacement surgery on (B)(6) 2010. They underwent right knee revision surgery on (B)(6) 2011, approximately 1 year 3 months after their primary procedure. The patient has reported constant pain since the implanted device. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available. Ebi initial surgery search - no results.

Manufacturer narrative:
The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly. D10 concomitants: optetrak tibial insert & scw constrained condylar ((B)(6), 208-25-09). Optetrak femoral component constrained condylar (208-01-05, (B)(6)). Optetrak fluted stem extension femoral and tibial (204-34-02, (B)(6)). Optetrak cc stem ext. Adapter screw (208-09-05, (B)(6)). Optetrak tibial tray (204-04-55, (B)(6)). Optetrak fluted stem extension femoral and tibial w/ slot (204-38-12, (B)(6)). Optetrak 3 peg patella (200-02-38, (B)(6)).

Manufacturer narrative:
B4: corrected.

Event description:
As reported via legal documentation, a patient had left knee replacement surgery on (B)(6) 2010. They underwent right knee revision surgery on (B)(6) 2011, approximately 1 year 3 months after their primary procedure. The patient has reported constant pain since the implanted device. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.